Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during preparation. Symptoms/ae: it was reported that during device preparation, on attempted guide wire insertion, it was noticed that the xpert stent was prematurely, partially deployed. An intentional attempt was made to resheath the stent, resulting in device breakage. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.